Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt rep reported pt seemed like they had a stroke and they want to do a brain MRI. The pt was transferred from the hospital after being there for 12 days and they could not figure out what was wrong with the pt. They sent pt to a rehab but rehab would not keep pt there. A stroke was suspected and hcp wanted pt to do an MRI. Pt was completely out of it, could not stand or walk. Pt rep thought pt had 2 pain stimulators and the latest was implanted in 2014 but pt rep was not sure. Pt rep reported pain ins never worked. Pt did not think the trial was correct, they only gave pt 1.5 days. Pt rep said the first pain ins was put in by a pain hcp and the second one was put in by a neurosurgeon. Pt rep reported therapy never helped much with pain in the back. Pt kept trying to reevaluate it and had different hcps work with it but nothing worked. Pt was not charging the ins. Pt could not find the programmer either. Pt had not seen hcp in 2-3 years. It was reported patient was on pain meds. Pt rep said it had been 4-5 years since pt used the device. It was mentioned that "neither devices have worked in a couple years" and that the scs was removed and put back in on a different side. Caller then came on and said since implant, the scs therapy wasn't satisfactory. Caller said they don't think the pt did an adequate enough trial initially as the pt's trial was only from monday to wednesday and caller doesn't think that was long enough. Caller said no more than a year after implant, a rep suggested they meet with another neurosurgeon to redo the scs. Caller didn't remember exactly when the scs was redone. Patient services (pss) asked if they just relocated the ins, but caller said they took the scs out and started over and said they had one lead on one side and one lead on the other and that was "the only place it went". Caller confirmed pt hadn't been using the scs since it never really helped (they mentioned the bladder ins helped some though). Patient reported they hadn't charged in several years. Caller told by family that patient's (pt) scs system doesn't work and is off. Timing of when pt's system stopped using it is unknown. Reviewed that they could do a head MRI using head only conditions.

Manufacturer narrative:
G3: the date for follow up number 001 should be 20-jan-2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that there was no obvious reason why the implant was not working. They reprogrammed many times with urologists and pain. Patient cant remember if there were any diagnostic/additional troubleshooting that was done. "Returned to his office, many times trying to get it to work." They dont know what the cause of the implant not working is. Pt's spouse stated their spouse had a back stimulator installed 2 times. It did not provide them relief. They got tired of trying to get it adjusted to maximum-so they left it as is. They were able to deal with the incontinence at that point.

Event description:
Additional information received. Patient reported they had adjustments done and it just never worked. Patient reported rep worked with them many times, patient doesn't think device is faulty but just that it was not relieving pain. Patient reported no further troubleshooting done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.